Event description:
The customer reported that the jaws would not open fully and the device knife was contained within the knife track. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.